Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97713, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
A healthcare provider reported that the patient's previous device was not working and at the time of the report they had a new device implanted. It was unclear which manufacturer made the previous device that had not been working. It was also unknown which manufacturer's device was implanted at the time of the report. There were no patient symptoms reported. The healthcare provider wanted information regarding MRI eligibility. The patient had been implanted for spinal pain as well as head and neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.